Manufacturer narrative:
The reported complaint of false pause episodes was confirmed via provided device records. The false episodes with r wave amplitude close to p wave amplitude level could not be rejected by the device due to algorithm limitation. No device malfunction was found.

Event description:
New information received notes the patient was presented at the clinic for a scheduled check. Remote transmission showed the implantable cardiac monitor (icm) was under-sensing. Programming changes were recommended. No patient symptoms or intervention was reported.

Event description:
It was reported that the patient presented with under-sensing on the patient's implantable cardiac monitor (icm). No patient symptoms or intervention was reported.